Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, during a functional endoscopic sinus surgery (fess), the surgeon felt that there was inaccuracy halfway through the case. They were able to verify the instruments, and felt accurate at the beginning of the case. They pulled the emitter interface and all the fields read ok, with no faults. The imprecision was noted to be between 4-5 millimeters in the left direction. They verified the instruments were not bent. The straight suction was verified to be accurate. A third registration of the patient restored accuracy and the site opted to complete the procedure with the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Correction: a medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The representative reported that they returned to the site. It was reported that the application software was re-installed onto the navigation system. Following this, the reported issue has not repeated.